Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for cardiopulmonary bypass, it was observed that the roller pump flow display went blank and the info display had a blinking squares. The user was able to compensate and the procedure ws completed successfully. There was no reported adverse consequence to the patient as a result of this event. The date of the event is not reported in box #3 above due to the customer not being sure when the event occurred. Terumo was no notified of the event until 2008.